Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, the device was interrogated and it was found to be in backup vvi (bvvi) mode with high-voltage defibrillation therapy disabled. Technical services was contacted and a firmware download was performed to resolve the event. The patient is not pacer-dependent and did not miss any needed therapy. The patient is stable with no consequences.